Event description:
Report of infection received per annual device tracking report. Follow up info indicated that pt had incisional wound opening and drainage. It is unk if a culture was obtained. Pt was treated with total system explant and oral antibiotics. The condition has resolved.